Manufacturer narrative:
The device was not returned for evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. A review of the device history record (DHR) did not find any non-conformities or anomalies related to this event. Based on the available information, the root cause of this event could not be determined.

Event description:
It was reported that an iol was removed and replaced intra-operatively due to the surgeon noticing a scratch on the optic. The incision was enlarged from 2.4mm to 2.7mm to remove the lens. No sutures were required. Another lens of the same model and diopter was implanted. Additional information was requested, but not received.